Event description:
During an unk procedure, the small plastic ring fell out into pt after instrument was inserted through the device. Plastic ring was recovered from the pt. There was no pt consequences.